Event description:
It was reported that the patient underwent a posterolateral fusion from l3 to s1 using resorbable ceramic granules. Five years post-op, the patient underwent another surgery for adjacent level disease. The surgeon noticed that the mastergraft granules were still present in the old surgical site. The granules were removed.

Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.